Manufacturer narrative:
Samples received: there are no samples available for analysis. Analysis and results: the involved batch is not known. Without closed samples and/or defective samples a proper analysis cannot be performed. As no batch number is available, the batch manufacturing record cannot be reviewed. Final conclusion: without samples we are not in position of studying if the possible affected products do not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that thread gets disintegrated and "pulverized" after opening the pack and sometimes while using. No further information is available at this time.